Event description:
It was reported that the patient was having tinnitus. It was clarified it was not ringing, but more of a ¿fuzzy¿ type sound. It occurred when the device was on or off. It began when she was moving around and walking more. The device was working great for her migraines. Of note, the patient had woken up in the middle of the night seeing a cross hair like a scope/goggle with a green hue in her right eye. The patient was unsure if it was a dream or not. The patient was redirected to their dr. Additional information received from the health care provider (hcp) reported that the cause of the event was a motor vehicle accident (mva). It was stated that the patient had not followed with the hcp post mva. It was stated that it was unknown if the patient was hospitalized due to the event. Additional information received reported that the patient was still having concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. It was noted that the patient had an appointment on (B)(6) 2013. It was stated that the device was causing "ringing" in the patient's right ear, 18-24 hours after turning the device off.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4). Implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).